Manufacturer narrative:
(B)(4). Radiographs confirmed the event and there is evidence of subsidence in the serial a/p views. Revision surgery is anticipated. The device remains in situ. No further investigation of the device can be completed at this time. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. Labeling review: "risk associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..."

Event description:
On (B)(6) 2013, a prosthetic device was implanted into a (B)(6) female at level c5-6. Approximately 26 months following surgery, the patient reported increasing radicular symptoms over the past six months. Radiographs confirmed subsidence of the prosthesis with some coronal collapse on the left. A revision surgery has been scheduled for (B)(4) 2015.